Event description:
Reporter alleged obtaining a result of 591 mg/dl on inform system 1 compared back to back with a result of 237 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B) (4)

Event description:
While cleaning the biopsy port on endoscope, brush pulled off wire. This occurred twice on same day; same product lot number.